Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). The patient's age was provided as in her late (B)(6).

Event description:
The nurse complained of a discrepant glucose result for 1 patient with the accutrend plus meter serial number (B)(4). The patient was dizzy, light headed, and sweaty. It was not clear to the nurse that the symptoms were because of the patient's diabetes or a cardiac arrest. The glucose result was 40 mg/dl on the accutrend plus meter. The nurse did not believe the result. The nurse called the paramedics and retested the patient using a clinic employee's personal meter and the glucose result was 74 mg/dl. The type of meter was requested but not provided. The paramedics tested the patient with their professional meter and the glucose result was approximately 74 mg/dl. The type of meter was requested but not provided. The patient was taken to the hospital for unknown reasons and kept overnight. The patient has since been discharged. There was no information to suggest an adverse event occurred due to the device. The nurse had not run qc on the meter. The suspect product was requested to be returned for investigation.

Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter and reference meter were tested with blood in comparison to lab method. One edta blood sample and 2 levels of control were tested with retention strips of lot 23824304 on a retention accutrend meter with the following results: edta blood: 69 mg/dl (target 70.4 mg/dl), control 1: 84 mg/dl (range 58-98 mg/dl), control 2: 202 mg/dl (range 160-230 mg/dl). All measurements with controls are within the control range. The customer's returned meter was tested along with a retention meter and 2 blood samples with retention strips of lot 23824304. The customer's meter: blood 1: 70.3 mg/dl (target 71.1 mg/dl), blood 2: 107.3 mg/dl (target 108.1 mg/dl). The retention meter: blood 1: 73.3 mg/dl (target 71.1 mg/dl), blood 2: 105.7 mg/dl (target 108.1 mg/dl). The customer's instrument did not show any malfunction.